Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of occlusion and air bubbles anomaly from the reservoir. The customer's blood glucose reading was 150 mg/dl. The mother stated that they had 3 sets that did not stick and one had an air gap and no delivery. The customer stated that the plunger was pulled too much and it created a gap. The customer stated that no delivery alarm occurred during manual prime. The customer reported the event was resolved by a complete set change. The customer will return the set and reservoir for analysis.